Event description:
It was reported that the customer called for service on their device. They reported that during testing- the device lost power during heat-up and the device was unable to run a cool down cycle. (B)(4)

Manufacturer narrative:
A supplemental medwatch will be submitted when additional info becomes available.